Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were black spots on the cuff. The event occurred during priming. There was no patient harm reported as a result of the event.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection noted a black ink dot was observed on the cuff of the set. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.